Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
On (B)(6) 2025, the patient underwent an interventional cardiac/electrophysiologic study at delray medical center. During the procedure, an anglodynamics mini stick max 4f x 10 cm stiff .018 ni/tu echo 2.75" was utilized to obtain vascular access through the patient's groin. The patient, who was undergoing ablation for wolf parkinson's weight syndrome was in the process of being cannulated in the femoral vein when the micropuncture dilator broke and lodged in the right atrium. An attempt at snaring the foreign body was unsuccessful in the ep lab and echo revealed that the retained foreign body was lodged in the right atrium abutting the right atrial appendage

Manufacturer narrative:
Corrections: d2a, e3. The customer's reported complaint description of sheath tubing detached cannot be confirmed. No sheath complaint sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. DHR review of the packaging/introducer lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Potential root cause for this type of failure mode is tubing being nicked by sharp object (e.g. Scalpel) and then pulled to failure resulting in distal end of sheath tubing migrating into the vasculature. Scar005089 was sent to sheath/dilator supplier/manufacturer (greatbatch) for awareness of this complaint event and DHR review of the reported lots. Scar005089 response states DHR review showed no issues during manufacturing of the affected lots. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications, i.e. No ncr associated with reported failure mode. Labeling review: directions for use (dfu) that is provided with this device contains the following statements. The failure mode of device fracture and embolization is cautioned as potential adverse event. No sample was returned for evaluation so it cannot be determined if device was used in a manner inconsistent with labeling. Intended use/ indications for use: the coaxial micro introducer kit is used for the percutaneous introduction of a guidewire into the vascular system. Adverse events: guidewire shearing, fracture or embolization. Operational instructions: 1. Prior to insertion, flush all components with saline or heparinized/saline. 2. Gain percutaneous access with the 21 g (0.9 mm) vascular introducer needle. 3. Advance the 0.018 inch (0.46 mm) guidewire through the needle. Caution: the guidewire should not be withdrawn through the introducer needle. If the guidewire must be withdrawn while still inside the needle, simultaneously remove both the needle and the wire as a unit to prevent the needle from damaging the guidewire. 4. Withdraw the introducer needle, leaving the 0.018 inch (0.46 mm) guidewire in place. 5. Advance the coaxial assembly over the 0.018 inch (0.46 mm) guidewire. 6. Simultaneously remove the dilator and 0.018 inch (0.46 mm) guidewire, while holding the sheath portion of the assembly in place. 7. Advance a 0.035 inch (0.89 mm) or 0.038 inch (0.97 mm) guidewire into the sheath. 8. Remove the sheath, leaving the 0.035 inch (0.89 mm) or 0.038 inch (0.97 mm) wire. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).